Event description:
It was reported to covidien on 12/20/2007 that a customer had a problem with a urinary catheter. The customer stated that the balloon on the catheter would not deflate.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.